Manufacturer narrative:
The device was returned to zoll medical corp. The malfunction was duplicated and attributed to a faulty safety relay on the hv module. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 78" and "defib fault 79" messages. Complainant indicated that there was no pt involvement in the reported malfunction.